Manufacturer narrative:
It was noted that the customer places serum and urine samples together on different racks on the sample tray on board the analyzer. Calibration data was acceptable and quality controls were ok on the day of the event. Upon review of the alarm trace from the day of the event, a sample clot and abnormal aspiration alarm were observed.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with crep2 creatinine plus ver.2 on a cobas 8000 c 502 module. The sample was initially processed on a cobas p 612 pre-analytics system prior to testing on the c 502 module. The patient sample initially resulted in a creatinine value of 215.8 umol/l and this value was reported outside of the laboratory. The patient was admitted based on the value. A creatinine measurement performed on the patient on (B)(6) 2022 was lower. The complained sample was then repeated on a second analyzer, resulting in a creatinine value of 77.0 umol/l. The sample was also repeated on a third analyzer, resulting in a value of 81.8 umol/l. The sample was then repeated on the complained analyzer, resulting in a value of 74.8 umol/l. The creatinine reagent lot number was 663665, with an expiration date of 30-jun-2023.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. The issue is consistent with incorrect pre-analytic sample handling. A general reagent problem can be ruled out as calibration and quality controls are acceptable.

Manufacturer narrative:
The patient was tested again for creatinine on (B)(6) 2022 and the result was 99 umol/l.